Event description:
It was reported that the asymptomatic presented remotely via merlin.net transmission with episodes of noise reversion due to atrial lead noise on the right atrial lead. The patient was brought into clinic on (B)(6) 2017 and the device was reprogrammed. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information noted that the lead was capped on (B)(6) 2018. No additional information was reported.